Manufacturer narrative:
(B)(4). Concomitant medical product: biomet microfixation ribfix blu plate catalog #: ni lot #: ni, therapy date: (B)(6) 2017. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported in the operative notes the patient's ninth rib was plated and the following day, the patient coughed and felt a popping sensation. A CT scan of the chest was performed that night, which showed that the ninth rib had re-fractured. Post-operative diagnosis was "fracture of left ninth rib with extended fracture of the posterior portion of the rib." A left thoracotomy, removal of biomet plate and screws, and resection of a portion of the left ninth rib was performed the next day. At the time of the reoperation, the medial portion of the prosthesis was intact, but the screws were loose from the bone posteriorly. The rib itself had fractured in a linear fashion and the posterior portion of the plate was in an area where the rib had fractured. The bone was debrided and then the rib was stabilized by placing sutures into the tenth rib and going up to the eight rib and surrounding the ninth rib. Operative notes state, "the patient tolerated the procedure well and left the operating room in satisfactory condition." The letter from the attorney states, "he has had considerable pain and slow healing since that time." No additional patient consequences were reported.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The complaint is considered confirmed based on the documents provided by the patient's attorney. No functional testing or inspections could be performed due to the product not being returned. There were no scans, x-rays, or photographs provided. Based on the information provided, no conclusion could be reached as to the cause of the loose screws and linear fracture of the ribs. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. The instructions for use (IFU) for this product has the following information in the section titled possible adverse effects: poor bone formation, osteoporosis, osteolysis, osteomyelitis, inhibited revascularization, or infection can cause loosening, bending, cracking or fracture of the device. Nonunion or delayed union which may lead to breakage of the implant. Migration, bending, fracture or loosening of the implant. Pain, discomfort, abnormal sensation, or palpability due to the presence of the device. Inadequate healing. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.